Event description:
The olympus representative reported (on behalf of the customer)that the hd autoclavable camera head had a white dot. The issue was found during inspection before use before a therapeutic procedure. The device was returned for evaluation. During the evaluation, the following reportable malfunction was found: poor image quality. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the poor image caused by the flooding of the charged coupled device. In addition to poor image quality, the additional evaluation findings were as follows: cable failure, failure of imaging system parts charged coupled device unit, image sensor failure, scope mount looseness and burr, camera cable flooded, scope mount flooded.the investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because the charged coupled device (ccd) and the cable were broken due to internal water immersion. It is likely that they were broken because water entered from the loosened part of the scope mount. The event can be detected/prevented by following the instructions for use which state: "do not strike the camera head. The camera head may be damaged". Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the intended procedure was completed using a similar device.